Event description:
Pt contacted dexcom technical support on (B)(6) 2012, to report that upon sensor removal due to early sensor failure, pt found that sensor had remained inserted in his abdomen. Pt's wife proceeded to pull out sensor wire from pt's abdomen using tweezers. At the time of his call to dexcom technical support, pt's father reports that pt was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absences of any evidence of physical harm or necessity for intervention.